Event description:
Dr. (B)(6) informed me on (B)(6) 2014 of a revision he had scheduled for (B)(6) 2014. The patient had a t4-l4 fusion in 2006 to treat idiopathic scoliosis, and was performed by (B)(6). Dr. Diagnosed the patient with adjacent level disease at l4-l5. Additionally the patient has a nonunion at l3-l4 and had a broken right screw at l4. The screw was broken at the base of the screw head. Based on reviewing films it was discovered that this was monarch 6.35 rod. An expresscare monarch set was ordered to get the drivers to remove the necessary hardware. On (B)(6) 14 dr. (B)(6) performed the revision. During the revision dr. Removed the monarch typhoon caps from l1-l4. Dr. (B)(6)¿s pa broke the x15 driver trying to remove the set screw on the crosslink / transconnector set screw without first loosening the nut. After breaking the driver he then loosened the crossline nut and was able to remove the crosslink. He then cut the rods below the t12 implants and removed them (the crosslink posts came out with the cut rod, including the one with the driver tip), then removed the monarch poly screws l1-l4 (the broken screw at the left l4 level was pulled out of the patient). He then implanted synthes uss screws l2-l5, added rod to rod connectors (B)(4) just below the t12 implants on the monarch rod. He then connected synthes 6.0 rods to the depuy connectors and then connected the synthes rods to the synthes uss screws. He then torqued everything down and successfully completed the procedure.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The t20 screwdriver shaft was returned to the complaints handling unit for evaluation. Visual examination revealed that the fracture was located at the driver¿s distal tip. Fracture analysis suggests the driver underwent a quasi-static shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.